Event description:
The caller reported that the neonate patient was tested and the caregiver obtained a result of 37 mg/dl and 50 mg/dl on the accu-chek inform system within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.